Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 0.6¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Becasue patient did not return her strips, so we tested the suspected meter with in house control solution and in house strips (strip lot number:d180315-1). The control solution tests for level low were 53/58 mg/dl, for level high were 236/244 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2019-00010 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on feb. 13, 2019 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/14/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 6:00am. Reporter alleges that the meter gave a result over 400mg/dl. Reporter stated that the end-user received a high reading and took her insulin based on that reading and wound up passing out as a result. The ems were called immediately and arrived within 10 minutes. Paramedics tested the end-user with their meter and received a result of 38mg/dl. End-user was then transported to the ER. The reporter was unsure what treatment was received by the paramedics or the hospital. The end-user was admitted to the hospital for 3 days. Reporter did not know what the end-user bg was prior to discharge. End-user was treated at (B)(6) hospital. No further information was given.